Event description:
A summit broach handle does not lock onto the broach. No parts are missing and handle will be returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A summit broach handle does not lock onto the broach. No parts are missing and handle will be returned. Examination of the returned instrument confirms the instrument does not lock as securely as when distributed. The root cause is suspected to be inadvertent use error and device wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.